Manufacturer narrative:
H.6. Investigation summary: thirty-five (35) samples were received from the customer for investigation. Thirty-four (34) samples were received in unopened blister packs and one (1) sample was received in an unopened blister pack labeled ¿no hole¿. All thirty-five samples were visually examined and were found to not be clogged as light was able to pass through all the samples. Therefore, the condition reported by the customer could not be confirmed. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued. Foreign material (fm) can be introduced to the fluid path during the manufacturing process or use by the customer which could cause the needle to become clogged. All product is automatically checked for clogged needles during the production process. Based on the investigation conclusion, the condition reported by the customer could not be confirmed. Therefore, no corrective or preventative actions are proposed in the scope of this complaint. H3 other text : see section h.10.

Event description:
It has been reported that the needle 30x1/2 rb has been found experiencing five occurrences of clogged needles during use. The following has been provided by the initial reporter: it was reported that medication does not come out of the needles. Per phone call: customer has 4 boxes of product and 3 to 4 units are defective. The units are experiencing the issue of the product not coming out of the needle. States they do not know the incident date as they are just relaying the message.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the needle 30x1/2 rb has been found experiencing five occurrences of clogged needles during use. The following has been provided by the initial reporter: it was reported that medication does not come out of the needles. Per phone call: customer has 4 boxes of product and 3 to 4 units are defective. The units are experiencing the issue of the product not coming out of the needle. States they do not know the incident date as they are just relaying the message.